Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/16/2013 with the following findings: evaluation revealed that the force sensor flex wire was cracked at the pin connection. A review of the pump history showed a loss of prime with non-zero force was recorded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor flex wire was cracked at the pin connection. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/16/2013.